Manufacturer narrative:
Pump passed displacement test and self test. However unite was inspected and moisture damage to electronic devices noted.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose level was 128 mg/dl. The customer reported that the insulin pump was exposed to fluid. Customer states the insulin pump was vibrating without an alarm or alert. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The device will be returned for analysis.